Event description:
Reported right side deflation and bilateral removal of textured breast implants due to the patient¿s concern with the product. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.